Event description:
It was reported that customer passed away. Family member stated that pt passed away in 2005. Md confirmed that customer was wearing pump at time of death and that the cause of death was low blood glucose levels.